Event description:
Insulet corp received a maude report stating that the customer's blood glucose (bg) levels rose to the 250 mg/dl range. After manual injection and changing the pod 3 times in one day, the customer became severely dehydrated and had a large amount of ketones. The customer spent the night at the hospital and was given IV magnesium and IV fluids to treat the dehydration.

Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any malfunction or other product condition could have contributed to the reported hospital visit. Lot qualification records were reviewed and the product lot met all acceptance criteria.